Manufacturer narrative:
The physician that the smart flex (7 x 120mm) stent shortened to about 8cm during deployment in the sfa-popliteal in an up and over ipsilateral approach. Deployment of a second stent was required to fully cover the lesion. The lesion was 70% occluded, 100mm long and 6.0mm in diameter with moderate calcification and no vessel tortousity. The stent delivery system did not pass through any acute bends and there was no difficulty encountered while advancing/tracking the sds towards the lesion or through the stent. There was no unusual force used at any time during the procedure. It is possible that thrombus was present proximal to, at, or distal to the lesion site. The lesion was pre-dilated prior to stent implantation. The sds did not have to pass through a previously placed stent. There was no reported patient injury. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. It is possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the IFU were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. With review of the device history records, there is no indication that the event is related to the manufacturing process. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
The email from the physician informs there was smart flex stent shortening appreciably during deployment while deploying a longer stent (120 mm) in an up and over approach. The stent shortened to about 8 cm. Deployment of a second stent was required to fully cover the lesion. It was a 7x120 mm in a 6 mm vessel predilated to 6mm lesion was about 10 cm. The intended procedure was stent relining sfa-popliteal. The 70% occluded lesion was 100mm long in a 6.0mm vessel diameter with moderate calcification and no vessel tortuosity. The stent delivery system did not pass through any acute bends. The delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. It is possible that thrombus was present proximal to, at, or distal to the lesion site. The lesion was pre-dilated prior to stent implantation. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The stent shortened by 24.0mm and resulted in deployment of an additional stent because the lesion was not fully covered. There were no adverse consequences to the patient.

Manufacturer narrative:
Please note that the lot numbers of this smart flex device are not available. Based on the size of the device provided, the catalog number was selected. The device also remains implanted and is not available for evaluation. Additional information is pending and will be submitted within 30 days upon receipt.